Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. It was also reported that the battery was depleting quickly. The customer's blood glucose level was 170 mg/dl. It was reported that the pump indicated a data log corruption. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb port and data error issues were verified, but the battery not holding a charge issue could not be verified.